Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic transection due to a motor vehicle accident. It was reported that the physician unintentionally covered the left subclavian artery. Access was gained through the patient¿s arm and a snorkel was placed. It was noted that a bypass was not an option due to the patient¿s injuries. The final angiogram showed the left subclavian and vertebral artery were filling. The physician stated that the cause of the event was due to the pigtail coming back with partial filling of the subclavian, which led to an inaccurate mark on the screen. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.